Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that prior to a cataract extraction with intraocular lens implant procedure, the footswitch would not work. The surgery was started and completed using an alternate footswitch and cable. There was no patient involvement.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system manufactured on december 23, 2010. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on february 9, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).